Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with restorelle y mesh. Later, the pt experienced abdominal pain, subdiaphragmatic pain, cramping, rectus hematoma, voiding dysfunction and urinary tract infections. A revision of the mesh was performed. Subsequent treatments and/or therapies were also reported.